Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. There is not enough information to determine if the speaker had sound. No patient harm was reported.